Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and air bubble noticed in reservoir and tubing also customer alleging insulin pump under delivering due to high sugar. Customer had difficulty in breathing and unable to walk. Customer's blood glucose value was 518 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection and insulin pump. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.